Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an introducer needle. The customer reports "the introducer needle disconnected from the hub and went into the patient requiring minor surgery to remove".

Manufacturer narrative:
The customer reports "a sample was not saved for evaluation". An investigation is currently underway, upon completion the results will be forwarded.